Manufacturer narrative:
The manufacturer previously reported an oxygen concentrator that allegedly shut down during patient use. The patient was admitted to the hospital. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The device's downloaded event log was reviewed and was found to have no errors related to the event. The device was tested and was found to operate and alarm to design specifications.

Event description:
The manufacturer received information alleging an oxygen concentrator that shut down during patient use. The patient was admitted to the hospital. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.